Manufacturer narrative:
(B)(4)

Event description:
It was reported the needle and suture capture could not be loaded into the firstpass handle. The procedure was successfully completed using a competitive device. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection and functional testing could not be performed as the product was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include incorrect suture capture loading or a damaged firstpass device. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device including but not limited to: - ¿always inspect the firstpass suture passer for damage prior to use. Do not use the device if it appears defective, damaged, or otherwise compromised. Never attempt to modify or repair the device.¿ - ¿the needle and trap must be inserted to the proper depth and orientation in order to permit the firstpass suture passer to function properly.¿ there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.